Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio output and an adverse event. The patient's mother stated that the dexcom system did not alert and the patient's glucose levels spiked to almost 700 mg/dl. The patient was taken to the hospital and at the time of contact, the patient was hospitalized in the intensive care unit (ICU). No additional patient or event information is available.